Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 560 mg/dl which was treated with manual injection. The customer's another blood glucose levels were 200 mg/dl, 400 mg/dl, 84 mg/dl, 195 mg/dl and 300 mg/dl. Customer stated her pump was not working right. Insulin pump had no delivery alert. The device will not be returned for analysis.